Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection shows no damage observed on the distal tip or guidewire exit port assembly. A detachment was observed in the lapjoint section. Functional inspection result shows a test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. A leak was observed during the flushing process due to the detachment observed.

Event description:
Reportable based on device analysis completed on 27nov2019. It was reported that difficulty flushing was encountered. An opticross hd imaging catheter was selected for percutaneous coronary intervention (pci). During preparation, it was noted that when flushing was performed a saline came out from a different part than usual. The procedure was completed with another of the same device. No patient complication was reported. However, returned device analysis revealed detachment in the lapjoint section.